Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the emergency room. Upon interrogation, the pulse generator exhibited backup vvi operation. Due to low battery status, further troubleshooting could not be performed. On (B)(6) 2017, the device was explanted and replaced. No further information was available.

Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Event description:
New information on 3/10/2017 stated that the patient was in stable condition during and post operation.